Event description:
It was reported that the staple was jamming. There was no reported injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 40 staples remaining in the cover block. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first 5 staples properly formed and released from the device. However, the next staple did not properly form or release. No additional staples were able to be fired. Multiple attempts were made, but still no staples fired. Further inspection revealed that the staples were now misaligned. It could not be determined what exactly caused the staples to misalign. An nc has been opened to further investigate this issue with the 528135 visistat staplers. The device history review for the product visistat 35r 6/box lot# 73b2200288 did not show issues related to the complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of misfirejamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be properly aligned. However, upon functional inspection, only the first 5 staples were able to be properly formed and release and then the staples would not fire. Further inspection revealed that the staples became misaligned. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staple was jamming. There was no reported injury.